Event description:
It was reported that the patient presented for lead revision procedure. The patient's right ventricular (rv) lead exhibited low pacing impedance. Therefore, the physician elected to cap and replace the lead on (B)(6) 2021. It was noted that x-ray was used during the procedure, but no abnormalities were discovered. The patient was in stable condition.